Manufacturer narrative:
Product analysis: the complaint was unconfirmed. The analyzer passed incoming testing and inspection. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a discrepancy between measured impedance values on the atrial and ventricular channels of the analyzer. The device was returned for service. No patient complications have been reported as a result of this event.